Event description:
A nurse reported six patients experienced tass one day following cataract extraction surgery. The cause of these tass cases is not known. The patients were treated with topical medications. Additional info was requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation. Additional info was requested by phone, fax and mail. A tass info packet was offered and provided to the facility upon their request.